Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The abbott transseptal needle is filed under a separate medwatch report.

Event description:
This is filed to report an atrial septal defect, hypoxia, and intervention. It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr) and an enlarged atrium. During a mitraclip procedure, prior to entering the steerable guide catheter, asystole occurred 2 minutes after tenting and moving an abbott transseptal needle to the fossa ovalis. As treatment CPR was performed and medication was administered. The patient was stable. The steerable guide catheter (sgc) was entered into the anatomy and mitraclip was implanted. As the sgc was removed and pulled back over the septum, a bidirectional shunt was noted. The spo2 decreased, and as treatment a septal occluder was implanted to treat the shunt. The patient stabilized quickly. There mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.